Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching elective replacement indicator. Weekly trend in save to disk data shows min bat= 2.62 volts in week of (B)(6) 2010, is before rrt<= 2.61 volt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching elective replacement indicator. Weekly trend in save to disk data shows min bat= 2.62 volts in week of (B)(6) 2010, is before rrt<= 2.61 volt.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.